Event description:
The patient had shoulder instability and the cause is unknown. There were no reports of trauma or a fall. At about 1 year and 11 months post primary the surgeon revised the reverse hc liner d 36/+3mm liner to a reverse constrained e-cross liner d 36/+6 for stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 may 2026: lot 2248488: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 12-apr-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.